Event description:
During a follow-up, it was observed that the patient had multiple episodes for svt. It was undetermined whether this was a lead anomaly or increased gain on the egms showing a background noise. Hv lead impedances were normal. The decision was made to monitor the lead. The lead remains implanted.

Event description:
New information notes high pacing impedance. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.